Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exactamix 2000 ml eva tpn bag was leaking from the middle port. The leak was discovered during preparation and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between june 01, 2018 - june 03, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.